Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip (50512r1026) was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that tissue damage occurred. The physician decided to deploy the clip. To further reduce mr, an additional xtw clip (50507r1093) was inserted and grasping was performed. However, the clip was unable to achieve sufficient reduction in mr. Therefore, the clip was removed and the procedure was discontinued. Mr was reduced to a grade of 3. There was no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip (50512r1026) was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that tissue damage occurred. The physician decided to deploy the clip. To further reduce mr, an additional xtw clip (50507r1093) was inserted and grasping was performed. However, the clip was unable to achieve sufficient reduction in mr. Therefore, the clip was removed and the procedure was discontinued. Mr was reduced to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy (clip becoming caught in anatomy) resulting in tissue injury/damage cannot be determined. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.